Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The calibration data around the time of the event was reviewed and was acceptable. The qc history was reviewed, and the customer confirmed having some issues with the qc. No abnormalities with the samples were noted. The alarm trace did not show any abnormality. The field service engineer (fse) found that the vacuum nozzle was worn and a salt bridge on the electrode. He replaced the solenoid valve, replaced and adjusted the vacuum nozzle, changed the electrode, and cleaned all salt buildup on the ise block. Multiple ise checks, calibration, qc, and precision studies were performed, and they were within specifications. The service actions performed by the fse resolved the issue. No further issues were reported after the service visit. The cause of the event was due to a vacuum nozzle adjustment issue and the presence of a salt bridge.

Event description:
We received an allegation of questionable sodium electrode results for 3 patients' samples tested on a cobas pro ise analytical unit. Sample 1: initial result: 150.5 mmol/l (accompanied by a data flag). 1st repeat result: 152.0 mmol/l (accompanied by a data flag). 2nd repeat result: 140.0 mmol/l (tested on a different ise module). Sample 2: initial result: 152.0 mmol/l (accompanied by a data flag). 1st repeat result: 151.5 mmol/l (accompanied by a data flag). 2nd repeat result: 141.5 mmol/l (tested on a different ise module). Sample 3: initial result: 149.6 mmol/l (accompanied by a data flag). 1st repeat result: 150.0 mmol/l (accompanied by a data flag). 2nd repeat result: 138.7 mmol/l (tested on a different ise module). The customer noticed a critical result in the laboratory middleware system and repeated the samples. No questionable results were reported outside the laboratory. The 2nd repeat results were deemed to be correct.